Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg and that the ipg would get too warm during charging. Database analysis was taken and revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be replaced or relocated.

Manufacturer narrative:
Additional information was received that the patient's battery gets too warm and burned the patient. The patient underwent a revision procedure that turned into an explant procedure. The physician aborted the procedure after explanting due to too much blood. No device malfunction was suspected, it was patient and physician's preference. Additional suspect medical device component involved in the event: model #: sc-5312, serial #: (B)(4), description: scs charger 2.0. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg and that the ipg would get too warm during charging. Database analysis was taken and revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be replaced or relocated.